Event description:
It was reported that the patient presented for in-clinic follow-up with the right ventricular lead that exhibited high capture threshold. A chest x-ray confirmed that the lead had dislodged. The lead was explanted and replaced. There were no patient consequences.